Event description:
Nineteen days post hvad implantation this patient was admitted to the hospital for treatment of hemorrhagic cerebrovascular accident (hcva) after experiencing a change in neurological status. CT scan of the brain revealed a large intracranial hemorrhage. The patient continued to decline clinically requiring intubation. The patient's anticoagulation was reversed and she reportedly continued to experience persistent seizure activity and further decline in neurological status. The last report received indicated that the patient expired. No autopsy was performed. The device will not be returned to the manufacturer for evaluation as it remains implanted in the patient post mortem.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient was admitted to the hospital experiencing a change in neurological status. A head computerized tomography (CT) scan revealed a large intracranial hemorrhage. The patient experienced a further decline in neurological status and expired. The device was not returned to the manufacturer for evaluation as it remains implanted. Bleeding, stroke, and death are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.